Event description:
Patient states she was wearing react dx cardiac monitor and states she felt a burning and severe itch. She states that battery appeared corroded and she continues to feel pain and has an obvious scabbed area.